Manufacturer narrative:
This rv lead was successfully replaced, and will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that, during implant, the physician had difficulty retracting/extending the helix on this right ventricular (rv) lead. A number of lead positions were attempted, and finally a high rv septal position attempt was made. Once this lead position was found this rv lead dislodged because the helix did not extend appropriately. There was also note of oversensing on the rv channel. The physician elected to explant this rv lead. There were no adverse patient effects reported.